Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 3.0x28 mm xience prime stent delivery system (sds) failed to cross a right coronary artery lesion with heavy tortuosity and heavy calcification during a percutaneous coronary intervention procedure via radial access even after several predilatations with an additional balloon. During balloon inflation to insert the stent into the target lesion, the proximal shaft separated. It was noted that the location of the separation was outside the guiding catheter at the proximal end of the sds [hub]. A little bit of resistance was felt during advancement of the xience prime and the xience prime was pushed in an effort to continue advancement; however, the sds was removed without resistance. The procedure was completed with another 3.0x28 xience prime. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.